Event description:
The customer reports fire and smoke coming from the accelerator aps input / output module during the installation procedure. The customer reported a blown fuse related to the centrifuge robot. After notifying the installer of the issue, the customer replaced the fuse (250v/6.3 amp) at the power supply and powered on the system with no issues. The system was then powered down and the 24v power was added. When the 24v power was brought on-line, the customer noticed fire and smoke at the power supply. There are no injuries reported and no damage to the surrounding lab environment occurred. The customer stated that the aps track was operational with the exception of the centrifuge robot. An abbott field service engineer was called to the customer site and found smoke burns on the plc1 and isolated the cause of the smoke and fire seen by the customer to the plc and not the power supply. The plc1 was replaced at the installer's advice and the device functioned as expected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Fire and smoke were noted from the plc (programmable logic controller) board for the centrifuge module of the accelerator aps while troubleshooting power issues. The damage was confined to the plc. No impact to patients or users was reported. Returned photos and the plc confirmed the reported damage. File samples of parts are not retained, therefore, no file analysis is possible. No other issues were noted on the system as it was being installed when the issue occurred. No other complaints were found indicating smoke or fire involving the plc board on any other systems. No non-statistical or adverse trends related to the plc board, part 8-206482-02, were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current complaint is the only complaint received noting fire or smoke from the board. The accelerator aps operations manual (580799012.0) and the aps cartesian centrifuge module service manual (615798000.aps.4.doc) both contain information to address the customer's current issue. Based on the available information, there is no evidence of a systemic deficiency of the plc as related to this failure mode. This complaint represents a singular malfunction which was resolved by replacing the plc with a new one.